Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, it has not yet been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
In connection with drainage systems, a screw dilator is used over the guide wire. The tip of the dilator breaks and cannot be pulled out of the patient and must be left.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.